Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old male patient had impella cp pump inserted in an unknown location for high-risk percutaneous coronary intervention (hrpci). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that the patient developed bleeding from impella and ECMO access sites. As a result, blood transfusion was required, and pressure hemostasis was performed. Amount of blood products was not provided. No further information was provided.